Event description:
It was reported that the patient's generator was replaced prophylactically. It was reported that the explanted generator was "not retained" and therefore product return is not expected. No further relevant information has been received to date.

Event description:
The patient reported that they experienced an increase in seizure frequency due to the low battery of the generator. The physician attributed the patient's increase in seizure frequency to battery depletion. Per the physician, the patient also indicated that she experienced pain, with and without stimulation, all over her body that worsened with stimulation. The patient stated that the pain was due to the low battery of the generator as well. The physician indicated that the patient was referred for generator replacement due to patient comfort. The manufacturer's battery life estimation tool was unable to verify battery depletion based on the available patient programming data. No relevant surgical intervention has occurred to date. No further relevant information has been received to date.